Manufacturer narrative:
(B)(6). (B)(4). The product is not returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
It was reported that the patient underwent surgery due to spinal retrogressive on (B)(6) 2015. During the surgery, there was one set screw found slipped and could not be used anymore. The surgeon had to change another product to complete the surgery. No patient complications were reported as a result of this event.